Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during set up and equipment check. There was no patient involvement. There was no adverse event reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three balloons, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned samples. The initial visual inspection of the three balloons noted that all the locking collars, valve seals, and balloons appeared to be intact. Locking collars and flapper valves functioned properly. During functional testing, balloon number one was not able to be inflated; resistance was noted when inflating with the syringe. Balloons two and three were inflated properly and no leaks were observed. Engineering verified the balloon was properly attached to the instrument, no anomaly was observed on the suture configuration. The main seal was found to be properly bonded and the valve door engaged properly. The units were functionally evaluated and inflated as expected. No leaks were observed. Visual and functional testing of the returned samples confirmed the products met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Note that if the syringe tip is inserted into the reflux valve with excessive force applied to the syringe and reflux valve the air may not be able to properly pass through the valve creating difficulty in the balloon inflation. Should new information become available, the file will be re-opened and reassessed as needed.

Manufacturer narrative:
(B)(4).